Event description:
The catheter broke during dressing change. The catheter was removed without any problems.

Manufacturer narrative:
(B)(4). Additional architect reaction vessel lots 69435p100 and 71234p100, expiration: n/a.upon further review, it was determined another suspect architect reaction vessel lot, 71234p100, was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient approximately one month earlier. Patient weight unknown. According to the complainant, the stent was severely encrusted with uric acid stones and difficult to remove. The physician had to cut the bladder coil to remove the stent. The patient was report to be "okay" at the conclusion of the procedure.

Event description:
The customer observed ten occurrences of error code 1007 (unable to process test, activated read failure) generated from the architect i2000sr analyzer, when reaction vessel (rv) lots 69008p100 and 69435p100 were in use. The customer checked the analyzer for leaks, cracks, or air bubbles in the trigger and pre-trigger level sensor and confirmed a leak from the trigger and pre-trigger manifold valve. The field service confirmed there was no impact from the valve leak, and the customer was asked to change the rv's lot. The customer stated one to two occurrences of the error message, but there was a possibility a few of the old rv lot were mixed with the new rv lot. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessel lots: 69435p100, device MFR. Date: 9/30/08, expiration date: na. Architect reaction vessel lot 71234p100, device MFR. Date: 11/19/08, expiration date: na. Concomitant medical device: architect i2000sr analyzer, list # 3m74-01, serial # (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect analyzer, list # 3m74-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.